Event description:
Fellow complained that the drill was making a noise unfamiliar to him, and he requested a new drill. No heat or shaking of the drill was mentioned, only that it did not sound that it was operating properly. A repair tag was placed on the defective drill. Drill reference # 5407-100-000.